Manufacturer narrative:
(B)(4).

Event description:
The patient underwent surgical evaluation of the high impedance condition. Pre-surgical diagnostic testing confirmed that the high impedance condition still existed (>= 10,000 ohms). Upon visual examination the lead connection pin appeared to be fully inserted into the generator header although some fluid was noted within the header. The surgeon removed and cleaned the lead and then reinserted it into the header twice and normal lead impedances were then measured and verified via repeat measurement with positional changes of the head and neck. No further interventions were necessary.

Event description:
It was reported that a patient's vns system was exhibiting high lead impedance during an office visit. The patient had undergone a generator replacement procedure on (B)(6) 2015 and all impedance measurements with both the prior and new generator revealed normal lead impedance on the day of surgery. The providers elected not to take x-rays and plan to evaluate pin insertion intra-operatively at a future date. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.